Event description:
It was reported that during servicing an 840 ventilator gui failed. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcb¿s were upgraded. The unit passed all testing and operates within the manufacturing specifications.